Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission shows that the right atrial (ra) lead was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient had no adverse consequences.